Event description:
Correction : the patient experienced extracardiac stimulation due to the atrial lead.

Manufacturer narrative:
B5 : the phrase "the patient had no presenting symptoms." Should be replaced with "the patient experienced extracardiac stimulation" h6 :health effect - clinical code - should be " 2330 - discomfort" instead of "4582 - no clinical signs, symptoms or conditions" due to the extracardiac stimulation. H6 : medical device problem code - 1508 - therapy delivered to incorrect body area "should have been selected.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-02533; 2017865-2021-02543. It was reported that the patient had no presenting symptoms. It was noted that the implantable cardioverter defibrillator exhibited a battery performance alert for advisory, failure to capture and noise with isometric testing was observed on the atrial lead and noise and oversensing was observed on the right ventricular lead. The implantable cardioverter defibrillator was explanted and the atrial and right ventricular leads were capped (B)(6) 2021 and replaced. The patient was stable.